Event description:
The customer reorted that this defibrillator failed pacing during a routine maintenance check.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.